Event description:
Same case as MDR ID: 2134265-2014-06867. It was reported that stent thrombosis occurred. A physician implanted two promus premier¿ stents during a percutaneous coronary intervention. One was a promus premier¿ 3.00x32mm and the other was a promus premier¿ 3.00x12mm. Within an hour of the procedure, the patient developed thrombosis. They brought the patient back to the cath lab. The physician dilated that area and placed intracoronary integrilin. They admitted the patient to the hospital for overnight monitoring. The thrombosis was resolved and the patient was fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).